Event description:
A home pt's caregiver (cg) contacted baxter's technical service ctr to report that the home pt (hp) felt overfilled in dwell 3 of therapy using the homechoice (hc) machine. When the pt drained, the symptoms went away. The fill volume and drain volume were unavailable. The hp successfully completed therapy but was wondering why this occurred. The device will be returned for eval. No pt injury or medical intervention was indicated at the time of the reported incident. A f/u call was made to the home pt's nurse. The nurse stated that she did not know why the pt felt overfilled. She did not have access to the fill and drain volumes. She stated that the pt has had no further therapy issues.

Manufacturer narrative:
.